Manufacturer narrative:
Evaluation summary: because no lot number was identified, a manufacturing device history record (DHR) review or product/process changes review for the involved lot number could not be performed. However, all dhrs are reviewed for accuracy prior to product release. The physical sample involved in the reported incident was not returned for evaluation. Four photos were provided by the customer. Visual evaluations of these photos show a palindrome catheter inside a patient. A section of the catheter was observed to have bubbles or blistering in the photos. The reported condition was confirmed with the photo provided by the customer. Based on the available information, the issue could not be attributed to the manufacturing process. The most probable root cause can be considered as a different cleaning agent was used than recommended. No further actions are required. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the catheter has bubbles on the silver coating. There was no patient injury.